Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) and leads were explanted due to infection. No further patient complications have been reported as a result of this event.